Manufacturer narrative:
Result of investigation: zc: 201030849, article: th110, lot: nm066491-k. The contacts of the plug on the camera cable were slightly dirty. However, this did not lead to the reported problems with image reproduction on the camera head. The optics window was slightly dirty; this was most likely caused by the wipe disinfection. Otherwise, no defects were found on the camera head. The camera head showed 68 switch-on cycles and 65 operating hours. Zc: 201030850, article: tc100, lot: xm892338-p, no defects found during the inspection. The camera control unit showed 77 switch-on cycles and 100 operating hours. Conclusion: the failures found on th110 are not causative for the described issue. The customer's failure description "tc100es and th110 show an image distortion when used with a laser" could not finally be confirmed since the device is not tested with laser energy. However, the error specified by the customer is already known by the manufacturer. This relates to the application with the visible light component when using a laser and the incompatibility in use with the c-mos sensor of the camera head (hx model series). The IFU contains a hint to this phenomenon. Additionally, customer information is available on demand, provided by product management via the technical service department. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference case ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the devices show an image distortion when used with a laser. The camera head saturates the whites and loses focus. No harm to patient, user or third reported. The procedure was completed successfully. Cross reference MDR: 9610617-2024-00470.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation product was returned on january 3,2025. The investigation is not completed yet. The investigation results are pending. Cross reference case ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).